Manufacturer narrative:
(B)(4): the stylet was returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
During a trial, once the lead was placed into the needle, the doctor went to steer the lead. The blue tip popped off the stylet. The lead and stylet were removed and a new lead was used.